Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer contacted technical support and was assisted in resetting the pump, which resolved the issue without recurrence. The customer continued to use the pump for insulin therapy.